Event description:
The customer called the remote technical assistance center and reported a lack of audio.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event, and this complaint is still under investigation. A supplemental report will be submitted once the investigation is completed.